Event description:
The manufacturer received information alleging from the patient's alleging the patient experienced cancer due to using unknown device. No medical intervention was specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.